Manufacturer narrative:
No sample was discarded therefore not available for analysis. Without the actual complaint sample a full investigation cannot be carried out. Information of this nature is included in our database and monitored through trending. (B)(4).

Event description:
The customer report stated "when performing the intubation procedure broken the connection." Covidien has made multiple attempts to gather further details surrounding the circumstances of this report. No further information provided to date.